Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure the physician placed the screwdriver in the setscrew to rotate counter clockwise and the setscrew came out of the header and remained on the tip of the screwdriver. The physician stated that only a couple of turns were used. It was noted that the ep (electrophysiology) physician was unscrewing the lead. The device was changed out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.